Event description:
Customer reported they went to the emergency room and subsequently hospitalized in the intensive care unit with a high blood glucose level of 864 mg/dl. Reportedly, the customer fell and sustained an injury to a finger. There was no identification of permanent damage, and ketone levels were not deemed life-threatening. Treatment involved intravenous fluids of saline and insulin, which resolved the issue. System check with tandem technical support confirmed the pump was functioning as intended.